Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance levels greater than 125 ohms were detected on this transvenous lead. A follow up appointment has been scheduled for the near future, and it was noted non-invasive programmed stimulation may take place at that time to assess the integrity of the lead. No adverse patient effects were reported. Additional information as received that a procedure was recently performed to surgically abandon and replace this right ventricular lead due to ongoing high shock impedances. No adverse patient effects other than the additional procedure were reported.